Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient passed out and fell at her home. System evaluation identified pacing impedance measurements greater than 2000 ohms and failure to capture consistently at maximum device outputs. A lead fracture was suspected; however, fluoroscopy did not reveal any lead damage. A revision procedure was performed and the right ventricular (rv) lead was removed from service and replaced. Prior to the revision procedure, the lead was reprogrammed to unipolar pacing and right ventricular (rv) pacing was achieved with reasonable threshold measurements. Additionally, the lead was testing with the pacing system analyzer (psa) and found to have the same issues as when tested with the device. This device was also removed from service to ensure the patient's safety. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being submitted due to the completion of product evaluation.